Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a usable fluoroscopic image was unable to be viewed due to pixilation and artifact. No patient death or serious injury was reported related to this event.